Event description:
The patient presented in the ER due to inappropriate high voltage therapy. Chest x-ray confirmed lead dislodgement. Double counting caused the device to diagnosis ventricular fibrillation inappropriately. The lead was repositioned and an additional rv lead was added.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.